Manufacturer narrative:
Health effect - clinical code: metabolic acidosis. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow events; according to the account, the low flow events were due to right ventricular (rv) dysfunction, as well as clinical cardiogenic shock with acute kidney injury (aki) and lactic acidosis. The submitted controller event log file contained events from (B)(6) 2025 - (B)(6) 2025. Intermittent low flow events were captured on (B)(6) 2025, several of which were associated with low flow hazard alarms. The low flow events appeared to resolve by (B)(6) 2025 after the stored patient speed was increased. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and renal failure, that may be associated with the use of the heartmate 3 lvas. This section provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with right ventricular (rv) failure, which pre-existed device therapy, and low flows. No obstruction was noted on computed tomography (CT) scan. Submitted log files captured low flow events with flow changing between 2.4 to 2.5 lpm, and pulsatility index (pi) non-variable in the 3-4 range. An echocardiogram was ordered to be performed which showed severely increased left ventricle (lv) size, normal wall thickness, and severely reduced global systolic function with an estimated ejection fraction of 20-25%. There was severe global lv hypokinesis. There was no pericardial effusion. The low flows were stated to be due to rv dysfunction and clinical cardiogenic shock with acute kidney injury and lactic acidosis. The low flow alarms resolved after reversing cardiogenic shock and lactic acidosis. The patient was experiencing shortness of breath on exertion and chest pain. They were admitted and treated for cardiogenic shock.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.